Manufacturer narrative:
Eval summary: the sem report states that the fracture may have been caused by repetitive loading. Fracture of this instrument can be caused by any or all of the following: excessive impaction loading, repetitive autoclaving and cleaning leading to the device becoming brittle, or use of the device in unintended ways. Given the info provided, the cause of this incident cannot be determined. Review of the device history records was not possible as the lot number required for retrieval was unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method. This MDR was identified during an internal review to meet reporting requirements and therefore, is being filed late.

Event description:
It is reported that the instrument fractured while removing the head.